Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. To date the device has not been returned for evaluation. Additional information has been requested but not made available. If arthrex receives the device or further information from the customer, a follow-up submission will be made if necessary. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. .

Event description:
It was reported that during a control examination on (B)(6) 2016, after implantation on (B)(6) 2016, it was recognized that the baseplate had become loose. Under x-ray, a breakage of the locking screw was detected. A revision surgery was done to remove the broken screw and repair the defect.